Manufacturer narrative:
This report is being filed on an international product, list number 07p60-74 that has a similar product distributed in the us, list number 07p60-21 / 31. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in house testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 21055be01 and the complaint issue. Labeling review concludes that the issue is adequately addressed. A retained reagent kit of the complaint lot was tested in a sensitivity setup. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is acceptable. Based on the investigation, no systemic issue or deficiency with the alinity I syphilis tp reagent lot(s) was identified.

Event description:
The customer observed a (B)(6) alinity I (B)(6) result when compared to other methods for a (B)(6)-year-old male patient diagnosed with hematochezia. The initial alinity I (B)(6) result was (B)(6), repeated on a new sample (B)(6)). Wantia and elisa results were reactive, rpr was negative. No impact to patient management was reported.